Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, weak battery, failed battery test or battery out limit alarms noted. No bolus stopped alarm or delivery stopped alarm noted. The insulin pump communicated properly with minilink transmitter sensor and glucose sensor simulator. No unexpected weak signal alarm noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked battery tube thread sand cracked reservoir tube lip.

Event description:
It was reported that the customer received a lot of errors from the insulin pump. He received a weak battery, bolus stop, battery change to slow, delivery stopped, failed battery test, and battery out limit alarms. The insulin pump's display went blank when it laid horizontally on the counter. His blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.